Event description:
It was reported that there was a e360 ventilator with a battery temperature alarm issue. The customer did not provide patient involvement information. The ventilator was evaluated by a non-medtronic service provider and confirmed the customer reported condition. To resolve the condition, the internal battery was replaced. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.